Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: a review of the black box showed evidence of a sudden drop in the battery voltages on (B)(6) 2017 at 19:24. The display screen was visibly cracked. The pump powered on with the returned battery cap to an audible tone and vibration alert but the screen remained blank. The idle current draws were not within specifications. The pump case was removed to find the display screen cracked in multiple places causing high current draws. The damaged display was unplugged and the current levels returned to normal. The excessive current draws were duplicated during the investigation due to the damaged display screen. Unrelated to the original complaint, the battery cap was able to be fully tightened. The battery cap threads were damaged, and cracks were found in the thread area of the of the battery compartment. No evidence of contamination was found in the battery compartment. Additionally, the audio bolus button cover was torn and the functionality of the button was unable to be tested due to the blank display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - physical damage) issue. It was reported that the display lens was damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.